Manufacturer narrative:
(B) (4).

Event description:
See manufacturer# 9614453201001957. The left neurostimulator (ins) was replaced at the same time as the right ins. The right ins was at normal battery depletion. It was noted that the right ins had been reported for sudden stimulation off a few times in the past.